Event description:
Philips received a complaint on the v60 ventilator indicating that the locking castor was loose. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue, and the rse advised that the customer clean the threads in the base of the stand to remove any old loctite. The rse also provided the customer with the part information for the v60 stand locking castor. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) of the issue, and the rse advised that the customer clean the threads in the base of the stand to remove any old loctite. The rse also provided the customer with the part information for the v60 stand locking castor. In a good faith effort (gfe) response from the customer received, it was confirmed that the locking caster was replaced, and the device was returned to service. The replaced locking caster was disposed. The investigation concludes that no further action is required at this time.